Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf alleges loosening of stem and metal wear/metallosis confirmed in medical records, the head, liner and cup was removed. After review of medical records for MDR reportability it was reported that the patient was revised to address persistent pain. Revision note stated a large joint effusion, significant metallosis, a 1x1 fragment of ectopic bone formation within the substance of the abductors. The patient also has what appeared ti be an intracapsular pseudotumor, which measured approximately 3x3 cm. The stem was not removed. The patient maintained a good bone stock with the exception of a large cyst anteriorly which appeared to be the source of the pseudotumor/cyst. CT scan and x-rays showed the acetabular component was malpositioned and likely causing illopsoas tendinitis. Doi: (B)(6) 2006; dor: (B)(6) 2013; (left hip).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.